Event description:
The reporter indicated that a 12.6mm micl12.6 implantable collamer lens -12.5 diopter was torn during loading, while being pulled through the injector. Reportedly the back-up lens was implanted and the problem was resolved.

Manufacturer narrative:
Weight, ethnicity, race: unk. Claim#: (B)(4).

Manufacturer narrative:
Claim# (B)(4).